Manufacturer narrative:
According to the customer, an accidental impact occurred, causing the camera to detach. The hospital did not give further details concerning this event. (B)(4). Maquet medical systems submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).